Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose. Customer¿s blood glucose at time of incident was 337 mg/dl. Customer stated currently blood glucose value 500 mg/dl before this event his blood glucose was 69 mg/dl. While complaining about the issue customer¿s blood glucose was 505 mg/dl. Customer faced irritability symptom. Customer did not use auto mode feature at the time of high blood glucose event. Customer treated high blood glucose with bolus. Customer reported site was changed every 2 to 3 days. The pump will not be returned for analysis.